Event description:
It was reported that the patient's implantable pulse generator (ipg) was removed due to an infection. It was also noted that the patient has end stage renal disease (esrd) requiring hemodialysis, and there was an infected dialysis site complicated by (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.